Event description:
Procedure type: esophagectomy. Patient: male. According to the reporter: at the third day after the procedure, a leakage was found. Incomplete cutting is believed to be the reason. Allegedly, a staple was lost causing the leakage after the esophagectomy. The patient was transferred to ICU for additional treatment. No further details were available.

Manufacturer narrative:
Initial report sent: 12/03/2007.